Manufacturer narrative:
Additional information: b5, h11. Correction: e1, g2. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A customer reported through a practice development manager that a patient received a coolsculpting treatment on (B)(6) 2025 to back fat and anterior bra areas using cooladvantage plus coolcore applicator and cooladvantage petite coolcurve applicator and presented with paradoxical hyperplasia (ph) 1 month post treatment.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the cool sculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any cool sculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A customer reported that a patient received a cool sculpting treatment on (B)(6) 2025 to back fat and anterior bra areas using cool advantage plus cool core applicator and cool advantage petite cool curve applicator and presented with paradoxical hyperplasia (ph) 1 month post treatment.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A customer reported that a patient received a coolsculpting treatment to anterior bra area using cooladvantage applicator and presented with paradoxical hyperplasia (ph) 1 month post treatment.